Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The daily insulin delivery totals were reviewed from (B)(6) 2011 until the end of pump use on (B)(6) 2011 and the totals correctly reflected the user programmed basal rates except on (B)(6) 2011 due to pump alarm for exceeding total daily limit. Unrelated to the complaint, the pump display screen was found to be dim with a red tint.

Event description:
A family member reported that the patient's blood glucose (bg) has been between 234 and 480 mg/dl since (B)(6) 2011. She stated that the patient experienced some nausea and vomiting on (B)(6) 2011 and (B)(6) 2011. There was no reported presence of ketones. The family member stated that the most recent site/set change occurred on (B)(6) 2011. The family member stated that the patient uses her abdomen for infusion sites, and has used this area for many years with no reported site issues. Further troubleshooting could not be completed due to the call being inadvertently disconnected.